Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer contacted philips response ctr. The response ctr instructed the customer to review the status log which showed a therapy pca error. The response ctr provided the customer with the part number for the therapy pca.